Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 1494: incorrect anatomy.

Event description:
It was reported that the procedure was to treat distal anastomosis of left femoral popliteal bypass graft with heavy calcification. The 2.5x25mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance due to the anatomy. The balloon was inflated; however, the balloon ruptured during the first inflation. When removing the bdc the balloon separated and remains in the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to user error/operational context. The reported difficulty advancing the device, the separation, foreign body in patient and serious injury/illness/impairment appear to be related to operational context. In this case, it is likely that the instruction for use (IFU) violation contributed to the reported complaints. T was reported that the procedure was to treat distal anastomosis of left femoral popliteal bypass graft. It should be noted the coronary dilatation catheters (cdc), nc trek neo, instruction for use states: the nc trek neo coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infraction. Balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). In this case, it is likely that the instruction for use (IFU) violation contributed to the reported complaint; however, an in-service will not be requested for the account since the account is aware of the violation. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Upon further manipulation during removal, the device ultimately separated and remains in the patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.